Event description:
An av fistulagram with percutaneous trans luminal angioplasty (pta) was being performed on the right arm of the patient. The procedure was complicated by the rupture of the angioplasty balloon and retention of the distal portion of the balloon requiring surgical removal.